Event description:
It was reported the tip of the balloon catheter broke during the insertion procedure. The hospital staff stated the tip is too weak. The staff followed arrow's instructions for insertion. There were no reported patient complications.